Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 380 mg/dl. Troubleshooting was performed. The bolus, basals, time, and daily totals were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests successfully. The customer stated that the doctor requested to have a replacement of the device. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.